Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable investigation results of cutting wire broken. Block h10: the returned ultratome xl was analyzed, and a visual evaluation noted that the cutting wire was blackened, kinked and broken from the proximal section, which are consistent with the findings when the device was observed under magnification. The functional inspection, including the orientation test cannot be performed due to the device condition. No other problems with the device were noted. The product analysis revealed that the cutting wire was blackened, kinked and broken from the proximal section. Based on the condition of the device, wire broken could have been generated if there was contact between the device and the scope during energization or if the generator exceeded the maximum of voltage during the procedure. Also, energizing the device prior to performing sphincterotomy can compromise the cutting wire's integrity and cause a premature cutting wire fatigue. Once the cutting wire breaks, any attempt to remove the device from the scope can lead to the broken section hitting the working channel of the scope. This can bend the cutting wire. It is most likely that procedural or anatomical factors encountered during the use of the device could have affected the device performance and its integrity. Based on all gathered information, the most probable root cause of this complaint is adverse event related to procedure. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an ultratome xl was used in the bile duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, it was noticed that the orientation of the catheter tip and the cutting wire were incorrect, and the tip twisted when bowed. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. This event has been deemed a reportable event based on the investigation results that the cutting wire was broken. Please refer to block h10 for full investigation details.